Event description:
Seat bracket broke. There is a welding defect. Rptr noticed the defect but if they had fallen off the chair a fracture would have been possible. The chair has been repaired by MFR however they didn't have the correct part but will fix when part is available.